Event description:
A patient was undergoing surgery for a battery replacement due to battery depletion and high impedance was observed once the new generator was connected to the lead. The generator was tested with the test resistor and high impedance was still observed so the surgeon decided to use a backup generator and the impedance was within normal limits. The suspected generator is being returned to undergo product analysis but it has not been received to date. Internal data from the generator received and reviewed. No other relevant information has been received to date.

Event description:
The suspect product was returned and underwent product analysis. The reported allegation of ¿high impedance suspected generator issue¿ was not duplicated in the pa lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.928 volts, and the memory locations on the generator indicated that 0.496% of the battery had been consumed. The data dump was also reviewed, and high impedance was seen on (B)(6) 2021 which is the date of the surgery. There were no performance, or any other type of adverse condition found with the pulse generator.